Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that while attempting to start a peripheral intravenous (IV) in the patient, the IV catheter and needle would not penetrate the skin. The needle on the IV catheter would not extend past the edge of the plastic catheter. No patient injury was report.